Manufacturer narrative:
A steris service technician arrived onsite to inspect the lighting system and found that the snap ring which attaches the spring arm to the lighting system had detached. This allowed the spring arm and commutator to separate from where installed and disconnect power to the lighthead resulting in the reported event. The technician made the necessary repairs, tested the lighting system, confirmed it to be operating according to specifications, and returned it to service. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported that one of the lightheads to their harmonyair g-series surgical lighting system stopped working. No report of injury.